Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in winged bc had foreign matter the following information was provided by the initial reporter: it was reported by customer that safety did not deploy correctly. Verbatim: safety did not deploy correctly. Customer response received on (B)(6)2025. We did not have any negative outcome however the potential for one of the nurses to get a needle stick because the needle did not retract is still significant. This occurred multiple times with the 22g and 20g. I sent (B)(6) the picture last week. Customer response received on (B)(6)2025. 1. Please share the material & lot number associated with 20g 4178006. 2. Can you please provide an exact date of event for 20g? 3. If possible, can you please provide the total number of occurrences for both 22g and 22g. 4. Could you please confirm if there are any samples available for 20g and 22g cathena? If so, kindly send the samples using the new shipping label. The issue is that you don't know that there is a piece of plastic on the needle until you open it.